Event description:
The report received indicated that a mace occurred during the follow-up interval. The major adverse coronary event was a percutaneous transluminal cor5onary angioplasty of a previously treated lesion 2nd obtuse marginal due to restenosis. Timi flow was noted as ill. The event narrative indicated angina pectoris.